Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not turning on while connected to both the battery and ac adapter. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not turning on while connected to both the battery and ac adapter. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The information in initial MDR 0003015876-2022-02239 was determined to be a duplicate of initial MDR 0003015876-2022-02295. A supplemental report will not be forthcoming.